Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the pulse generator the message - data not read - was displayed. The device was explanted and replaced.